Event description:
A pt underwent a procedure to one vessel for a positive functional study for ischemia. The target vessel was a non-tortuous, 3.0mm mid rca with 90% stenosis. The de novo, 40mm lesion was moderately calcified. Preprocedure timi flow was 2. Following predilation, two 3.0x23mm cypher stents were implanted to overlap. The site was postdilated. Postprocedure diameter stenosis was 0%. Postprocedure timi flow was 3. Per report, angiographic success was achieved for this pt. Nine months later, the pt had pci for isr of the mid rca. It was treated with a cutting balloon and the placement of a taxus stent.